Event description:
It was reported that the ilet user accidentally announced a dinner meal for breakfast and sought guidance on whether they could announce dinner again at their actual dinner. The doses for breakfast and dinner were similar, and education was provided that to proceed with a dinner announcement at dinnertime. No clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information she provided. Investigation of this case revealed no device problem and identified a usage problem related to meal announcement selection. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.